Event description:
It was reported that the customer was hospitalized due to a bacterial infection and high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Unit was programmed with multiple fix primes and monitored. The units were delivered and properly recorded in the prime history screen. No prime anomaly noted.